Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had error code 76 (non-recoverable error message). Repeatedly displayed in 4 attempts.

Event description:
It was reported that the arctic sun device had error code 76 (non recoverable error message). Repeatedly displayed in 4 attempts. Per follow up information via 14feb2023, it was stated that the event was occurred 29dec2022, and there was no patient involvement. Per sample evaluation results received on 25apr2023, it was reported that the device received calibration failure.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.